Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Overheating and pressure is not correct; no injury, no delay.

Manufacturer narrative:
Corrected UDI: UDI: (B)(4). Upon completion of the investigation it was noted that the product was tested in codman le locle and it was reported that there were many cracks on transmitter head. The device was forwarded to our supplier hmt: the investigation at the supplier detected that the transmitter was damaged and the coil feets were damaged. The transmitter was replaced. The device will be shipped back to the customer. As the issue was relating to a user error, no DHR review was performed for the programmer 82-3190, sn # (B)(4) (lot # cmgdkd). The root causes of the problem were due to a bad handling. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.